Manufacturer narrative:
(B)(4). Device evaluation indicated that the device history record revealed no anomalies. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient experiencing loss of stimulation. An impedance check revealed high impedances. The patient underwent a revision procedure. During the procedure, the physician found out that the lead was practically split in half. The physician left all products in the patient and was contemplating on the next course of action.

Manufacturer narrative:
(B)(4). Additional information was received that the patient underwent a revision procedure wherein one of the patient¿s lead was replaced due to fracture and the splitter was explanted. The patient was doing well post-operatively. Additional suspect medical device components involved in the event: model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient experiencing loss of stimulation. An impedance check revealed high impedances. The patient underwent a revision procedure. During the procedure, the physician found out that the lead was practically split in half. The physician left all products in the patient and was contemplating on the next course of action.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm model#: sc-2316-70 serial #: (B)(4)description: infinion70 cm lead kit model#: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient experiencing loss of stimulation. An impedance check revealed high impedances. The patient underwent a revision procedure. During the procedure, the physician found out that the lead was practically split in half. The physician left all products in the patient and was contemplating on the next course of action.